Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's mother also reported that the insulin pump alarmed. The blood glucose reading was 885mg/dl. Troubleshooting was performed. No further information was provided.